Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent a right heart catheterization on (B)(6) 2019, where the sensor was recalibrated, and the cm mean was decreased by 13.5 mmhg. Accurate readings were observed under the manufacturer's patient care network database.